Event description:
Reporter indicated that his vns therapy programming handheld was not operating properly. No other specifics are available to MFR at this time. Good faith attempts for further info are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.